Event description:
Patient reports having difficulty with mixing factor due to needle breaking off or spilling. Pt used the factors after mixing not sure of lot number or expiration date. Product's needle is defective not the vial. Pt is fine with manufacturer contacting him in regards to the product issues. Dose or amount: reconst. 4000 units. Frequency: 3 x wk. Route: IV. Dates of use: from (B)(6) 2016 to current. Diagnosis or reason for use: hemophilia a.